Event description:
Same case as: 2134265-2014-04617, 2134265-2014-04618. It was reported that automatic pullback failure occurred. During preparation for percutaneous coronary intervention (pci), it was noted that the automatic pullback was not working. The bsc imaging catheter was changed then a simulator was used and the system was rebooted, however, the problem was not resolved. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the product was received in good condition. The unit passed the mdu-5 plus basic functional test. No error messages were observed during the test. In addition, the unit successfully underwent a continuous burn-in for 7 hours. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-04617, 2134265-2014-04618. It was reported that automatic pullback failure occurred. During preparation for percutaneous coronary intervention (pci), it was noted that the automatic pullback was not working. The bsc imaging catheter was changed then a simulator was used and the system was rebooted, however, the problem was not resolved. No patient complications were reported and the patient's status was stable.